Event description:
A facility reported that the rocker arm assembly on mayfield composite series skull clamp (a3059) has an up and down movement. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
Mayfield composite series skull clamp (a3059) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received has up and down movement in the rocker arm assembly. The disk ratchet has moved allowing this movement. The disk ratchet and retainer was replaced due to wear. Replacement of worn parts and general maintenance were performed. Root cause analysis: the reported complaint was confirmed from the evaluation. The rocker arm assembly had some movement. Evaluation showed that the disk ratchet has moved allowing this movement. The unit needs repair, and replacement of worn parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.